Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72404131, serial number: null and null, batch/lot number: 91950011 and n/a, model/catalog description: balloon fgs 61-70cm and belt cuff fgs 4.5 cm iz.

Event description:
It was reported that the patient experienced fluid loss in the tubing between pump and cuff with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the patient presented to the clinic with recurring incontinence.